Manufacturer narrative:
Approximate age of device- 1 year, 5 months. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of elevated powers, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation with the device could not be conclusively established. The submitted log file contains data from (B)(6) 2017. Throughout the data, power appeared to fluctuate between 6.8 and 9.6w, and estimated flow appeared to fluctuate between 5.6 and 10.1 lpm. Despite the observed parameter fluctuations, the pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range. This IFU also outlines all pump parameters, including pump power and flow. In addition, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient presented in clinic on (B)(6) 2018 with elevated power to 9.6 and the patient has reported powers ranging from 10-12. The patient's lactate dehydrogenase (ldh) has doubled from 200's to 500's u/l. The patient has had weight gain of 10 pounds with fatigue since (B)(6) 2018. Technical services reviewed the log file and the patient's clinical presentation shows signs and symptoms of possible thrombus. An echo was performed and the results showed an ejection fraction estimated to be 15% in the range of 15 - 20% with severely reduced left ventricle ejection fraction. There was severe hypokinesis of the entire left ventricle wall and there appeared to be a 0.8 x 0.8 cm clot at the left ventricle apex. There was mild mitral valve regurgitation. The patient's anticoagulation regimen was aspirin (325 mg), persantine, and warfarin with an inr goal of 2-3. The patient was discharged home and will continue to be monitored. No additional information was provided.